Event description:
A healthcare professional reported that the one of the connectors had broken on a xtra-silent nite slide-link and that the patient was still able to wear it for now. Event was reported to the dental office located in (B)(6).

Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: comp (B)(4).